Event description:
During routine testing at installation of unit, ohmeda svc rep noted output of vaporizer was not within specification. Investigation/conclusion: the vaporizer was returned to co's vaporizer testing facility in ga. The vaporizer was tested and found to have output low to specification. The vaporizer was then disassembled, and a particle of metal contamination was found in the thermostat. Ohmeda concludes the low output from the vaporizer was due to the metal contamination. Ohmeda has reviewed their servicing/calibration procedures and have taken corrective action to help prevent contamination in the vaporizer. This is the third MDR reported within the last 12 months that involves a serviced tec 4 vaporizer where metal contamination was found. Approximately 13,500 tec 4 vaporizers are serviced annually at co's vaporizer svc ctr in ga.